Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the server was not generating reports. A technical support specialist dialed in and checked the structured query language (sql) server jobs, all were up and running. Already checked the printer and confirmed there was no queue inside. Restarted the print spooler and job scheduler. Reviewed the previous schedule report and confirmed that all reports were scheduled successfully. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, server was not generating reports. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.